Event description:
**Update** (B)(4) 2013 - a clinical report was received regarding this revision, which provided the patient's age, height, weight, and clinical ID number. There is no new information that would change the existing MDR decision.

Event description:
Patient was revised to address instability and poly wear. The femoral component was loose, but is not being reported because of the loosening occurred at the cement/bone interface with competitor's cement.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event based on the supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not draw any conclusions regarding the reported event based on the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.